Manufacturer narrative:
(B)(4). The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
During evaluation of a returned homechoice device, a high drain error 101 (night drain cycle one) alarm was identified in the log. This alarm indicates the patient drained greater than 200% of the maximum prescribed cycle fill volume. The alarm occurred on (B)(6) 2014 at 04:16:59. No additional information is available.

Manufacturer narrative:
(B)(4).. The device was returned to baxter and an evaluation was completed. This complaint is an ancillary service event. The increased intra-peritoneal volume (iipv) event was identified in the event history log review. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. All returned homechoice devices receive a returned instrument testing evaluation (rite). This evaluation includes functional and electrical testing on the device. Upon conclusion of the investigation, the cause of the iipv event could not be determined with the available information. Should additional relevant information become available, a supplemental report will be submitted.